Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tibial artery. After crossing the lesion with a victory 14 30g guidewire, a 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon leaked and a pinhole was found during visual inspection. The device was withdrawn and the procedure was completed with another balloon. No patient complications were reported and the patient was fully recovered.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1-initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Microscopic analysis showed a kink 19.1 mm from the distal tip in the balloon. Blood was seen in the balloon. Testing was unable to inflate the balloon most probably due to the kink in the catheter.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tibial artery. After crossing the lesion with a victory 14 30g guidewire, a 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon leaked and a pinhole was found during visual inspection. The device was withdrawn and the procedure was completed with another balloon. No patient complications were reported and the patient was fully recovered.